Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of signal amplitudes. The patient's signal amplitudes had decreased throughout the years and there was noticeable undersensing. At the time the sicd system was abandoned and the patient's condition was treated with a transvenous system as it was more optimal. Recently, the sicd system was explanted. No additional adverse events were reported. This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this patient had previously received inappropriate shocks due to oversensing of signal amplitudes. The patient's signal amplitudes had decreased throughout the years and there was noticeable undersensing. At the time the sicd system was abandoned and the patient's condition was treated with a transvenous system as it was more optimal. Recently, the sicd system was explanted. No additional adverse events were reported.